Manufacturer narrative:
Photo analysis: the photos provided by the customer shows the dilator in a ziplock bag in two pieces, hub separated from dilator sheath. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as received the dilator is in two pieces, the hub separated from the dilator sheath. The 6f intrakit introducer sheath tip ID meets specification. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a intrakit 6f device. No damage was noted to the intrakit 6f packaging. The device was removed from packaging per IFU with no issues noted. The device was inspected and prepped with no issues noted. The device was properly hydrated. The device was placed in the radial artery. No resistance was noted during insertion, and no force was applied. Attention was given when inserting the dilator in the sheath. After insertion of the device in the patient, when removing the dilator, the hub broke off. The hub detached during removal of the dilator from the introducer. No intervention was required - the physician continued with the procedure as the dilator was already out of the sheath, and the sheath was placed correctly. No resistance was noted when removing the introducer from the sheath. The device was not bent excessively prior to the detachment. No injury was reported.